Event description:
It was reported that during removal of the catheter from the pt, resistance was encountered, and the catheter separated. A 4cm segment was retained in the epidural space. The small piece of catheter was left in place without any pt complications.